Event description:
The customer returned the Rhino-Laryngo Videoscope to the service center for a separate issue. During the device analysis, the service repair technician indicates that the adhesive on the bending section rubber was chipped, the control unit was dirty, and the universal cord and grip were sticky. There was no patient involvement.

Manufacturer narrative:
The device was returned to Olympus for inspection.A root cause could not be identified. Based on the results of the investigation, the chipped adhesive was due to a degradation problem. In regard to the sticky/dirty component, a stress and degradation problem was identified.Date of event is unknown. Additional information will be provided once available.Should additional relevant information become available, a supplemental report will be submitted.Olympus will continue to monitor field performance for this device.